Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart. The customer's blood glucose level was 63 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed unexpected restart alarm and displacement test. No unexpected restart error alarm or general - unexpected restart alarms, reset time or date anomaly after change battery noted during testing. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address or serial number label and stained end cap sticker. .